Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 224 mg/dl and 94 mg/dl. Quality controls were expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.